Event description:
The customer reported blood leaked from a coulter lh 500 hematology analyzer and pooled beneath it. The leak was not contained to the instrument. The instrument operator was wearing a lab coat and gloves when the leak was found. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated in connection with the leak. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the leak originated from the needle bellows, which was not draining on a regular basis. The fse noted a kink in the drain tube to the needle restricted flow and removed the kink from the tubing. The fse also noted the actuator for pinch valve pv21 was sticking due to the failure of a solenoid and replaced the solenoid, which resolved the leak. The repairs were verified per established procedures. (B)(4).